Event description:
Report received of an over-delivery. The customer reported that more dilaudid was delivered to a patient than intended, due to an unspecified issue with the distal/proximal tubing sites. The customer was unwilling to provide any additional information on the event, including patient specific information, or whether there was any adverse effect to the patient.